Manufacturer narrative:
The device was not returned for analysis. Corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The treatment appears to be related to circumstances of the procedure. Although it is unknown perclose device, prostyle IFU will be used. The patient effect of thrombosis is listed in the electronic perclose the prostyle instructions for use (IFU), as a potential adverse event associated with use of the suture mediated closure devices. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3: estimated date d4: the UDI # is not known as the part and lot number were not provided.

Event description:
It was reported this was a venotomy closure of an unspecified femoral vein using a perclose device relative to an unknown procedure. Reportedly, there was persistent deep vein thrombosis (dvt) due to failing anticoagulation and femoral vein stenosis, which requiring surgical intervention. No additional information provided.